Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system database had an issue. Technical support specialist could not get database out of recovery, proceeded to back up and drop database to resolve the issue. The system was functional as intended after the technical support center troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system not usable after station reimaged, screen displays data error. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the bd pyxis medstation es system met with an unexpecteddata error and was not able to open database (sv1southa / 16262416). The user was not ableto open database dsclientoltp requested by the login, login failed for the user, rebooted thestation as well but the error still persisted. There were no adverse events or injuries reportedbased on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information:b5. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system database had an issue. Technical support specialist could not get database out of recovery , proceeded to back up and drop database to resolve the issue. The system was functional as intended after the technical support center troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system occur database error and machine will not function. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was caused due to database issue. The database recovery pending issue was resolved by a full device synchronization. The system was functional as intended.